Event description:
It was reported that when using the bd pyxis¿ medstation¿ es took 35 seconds for a user to initially logon. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue. A technical support specialist troubleshot the device and found stations unable to contact "ochsner.org" over transmission control protocol (tcp) port 389. Customer updated their virtual private network (vpn) tunnel to restore connectivity. Received closure approval from customer. The system functioned as intended after the technical support specialist diagnosed the device.